Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was observed to have particulate matter in the bladder. The unit contained desferrioxamine. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was manufactured july 23, 2014-july 25, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.